Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 600+ mg/dl. Customer stated that the drive support cap is protruded. Troubleshooting was done. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump was received with minor scratches on the display window, a cracked case at the reservoir tube window corners and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.